Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID : (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon waveform looked normal when the therapy was initiated but there was no augmentation on the pressure waveform. Fluoroscopy showed that the proximal half of the iab was not inflating. The distal half was inflating. The iab was removed and another iab was inserted and used successfully. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely folded with traces of blood found on the exterior of the catheter. The one-way valve was also returned still attached to the extracorporeal tubing. One kink was noted approximately 77.1cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A device and lot history record review and trend evaluation was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon waveform looked normal when the therapy was initiated but there was no augmentation on the pressure waveform. Fluoroscopy showed that the proximal half of the iab was not inflating. The distal half was inflating. The iab was removed and another iab was inserted and used successfully. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon waveform looked normal when the therapy was initiated but there was no augmentation on the pressure waveform. Fluoroscopy showed that the proximal half of the iab was not inflating. The distal half was inflating. The iab was removed and another iab was inserted and used successfully. There was no reported injury to the patient.